Event description:
It was reported by service report that the power inlet plug is damaged which is only allowing intermittent power to the bed. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Result: power inlet.